Event description:
Four weeks post implant of an evoke spinal cord stimulation (scs) system, the patient reported symptoms of infection. The following day, laboratory tests were performed and the device was explanted.